Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level was over 700 mg/dl with a severe ketone level. (Possible diabetic ketoacidosis). A correction bolus and insulin injections were used in an attempt to address the bg level. The customer was taken to the emergency room and was admitted to the hospital. The ketone level was considered as dangerous. The customer was treated with an intravenous insulin drip and was discharged the next day with the bg/ketones resolved. The contact thought that the high bg may have been caused by a kinked cannula; however, it could not be confirmed.